Event description:
The customer contacted baxter's service center stating that the homechoice (hc) program was changed by the device. This occurred during use. The care giver (cg) said the hc added another cycle for the home patient (hp). The technical service representative (tsr) reviewed the therapy on the machine and the number of cycles equaled 10. The hc showed 10 cycles. The technical service representative (tsr) asked questions about bypassing. The cg said there were none. The tsr asked the cg if they wanted to swap out the hc, but the cg said they would call for support that evening if there were problems. The cg stated they would use the hc again that evening.

Manufacturer narrative:
(B)(4). Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The device was not received for evaluation. Per the nurse, the programming issue was resolved. There was no sample received for further evaluation. Baxter will continue to monitor similar reports to determine if further actions are required.